Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to the carotid artery the balloon was reported to have ruptured at 10 atmospheres. There was damage to the vessel wall requiring tracheotomy and artificial respiration. The vessel was described as a short, slightly kinked calcified stenosis. At this time there are no neurologic symptoms. One non sterile aviator plus .014 6.0x20 142cm was received coiled inside a plastic bag. The balloon looked like it had been already inflated. No other anomalies were observed in the returned device. Leak test required per dp (B)(4) was performed and a leak was found in the distal section of the balloon. Sem analysis was performed to identify the cause of balloon burst. Results showed that the balloon external surface exhibited evidence of abrasion near the tear edge. The balloon internal surface exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The marker bands exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented the following; (B)(4). For the moment no actions are taken because the material met all the specifications, parameters and the equipment was validated as well as the line operators were certified, the fpi/lpi met the specifications required and furthermore, all units are 100% inspected were bad units are segregated from good ones this pths has no relation with the reported. Failure reported by the customer as balloon burst at below rbp was confirmed; however the exact cause of this failure could not be conclusively determined, controls are in place to prevent defective balloons from leaving the facility. Refer to manufacturing work (B)(4) neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. The balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the event. Dissection is a well-known documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event.

Event description:
While treating the carotid artery, the aviator plus balloon burst at 10atm. There was damage to the vessel wall was requiring tracheotomy and artificial respiration. Patient was a (B)(6) year old female with general angiosclerosis, no high blood pressure.procedure was a dilatation of a short, slightly kinked calcified stenosis arteria carotis communis/ carotis interna with a aviator balloon. Preparation of the device was fine. Contrast media/ saline ratio was more diluted than 50 : 50. There was no complication / friction when pushing the balloon and inserting it at the target area. The balloon was inflated to 10 atm, and the the balloon burst and there was instantaneous passover of contrast media into soft tissue of the neck. There were no neurologic symtoms. Intubation was not possible because of a hematoma in the pharynx. A tracheotomy was necessary. As of last report, the patient still has tracheal cannula and no neurologic symtoms. Brand of deflator used for the procedure was unknown.